Event description:
It was reported that the insulin pump had physical damage to it and its keypad was worn. The blood glucose reading was 338 mg/dl. The customer stated that there were little cracks all over the device. She stated that there was insulin leaking from the device and she smelled insulin "really bad." She was not sure how the damage occurred, but she observed cracks on the reservoir compartment threading, worn off act and down buttons, as well as cracks in the the reservoir window. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-27103.